Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-58, implantable pacing lead. A 5054-52, implantable pacing lead. (B)(4).

Event description:
It was reported that one week after implant the patient experienced syncope lasting ten seconds. The system remains in use. No further patient complications have been reported as a result of this event.